Event description:
It has been reported to philips that the system is stuck at 00:00. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the dc power supply at the rear panel was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system is stuck at 00:00. After reviewing log file, fse found there is a low voltage in power supply module. The dc power supply at rear panel was defective. Fse replaced the power supply. After replacement the power supply, the system returned to use in good working order. The codes were updated based on the investigation outcome.